Event description:
It was reported by the field clinical representative that this left ventricular (lv) lead was surgically explanted while remaining in a curled, q-shaped configuration due to lead fracture, as evidenced by an impedance greater than 3000 ohms. The lead extraction resulted in pericardial effusion. Postoperatively, hypotension developed, and echocardiographic findings demonstrated worsening pericardial effusion, prompting intervention with pericardiocentesis. This lv lead was replaced. No additional adverse patient effects were reported.